Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that while the sales representative (sr) was visiting the chief of perfusion on (B)(6) 2015 she was told that during use the extension line tubing cracked. The event occurred while on a patient. Additional information received on (B)(6) 2015 by the sr stated that they spent 7:30 to 11:30 with the hospital staff and operating room (or) md. It was determined that in the or line room they are using alcohol and chlorhexidine to prep the patient for surgery per their protocol to minimize infection. The staff was instructed per the instructions for use not to use these directly on the lines. They are going to extend the intra-aortic balloon (iab) dressing to protect them moving forward. She was not able to obtain direct patient information regarding the events.

Manufacturer narrative:
(B)(4). Device evaluation: there was no reported serial number or material number. The returned extension line cannot be associated with a lot number or serial number because the iab was not returned. Returned for evaluation was an ap extension line. Upon initial visual inspection, it was noted that the extension line was cracked and broken at the distal tip. The damage is consistent with shattering; however, when attempting to shatter a lab inventory extension line, the shroud of the extension line became clouded and crushed instead of cracking and shattering. The type of damage noted to the returned extension line was not able to be reproduced with lab inventory parts. A device history record review was not able to be conducted. The extension line was not able to be associated with a lot number. Conclusion: the reported complaint of the extension line cracking is confirmed by visual inspection of the device. The damage to the extension line is consistent with the device having been shattered. Engineering has been notified of the event. This complaint will be monitored for any developing trends. The root cause of the damage is undetermined.

Event description:
It was reported that while the sales representative (sr) was visiting the chief of perfusion on (B)(6) 2015 she was told that during use the extension line tubing cracked. The event occurred while on a patient. Additional information received on (B)(6) 2015 by the sr stated that they spent 7:30 to 11:30 with the hospital staff and operating room (or) md. It was determined that in the or line room they are using alcohol and chlorhexidine to prep the patient for surgery per their protocol to minimize infection. The staff was instructed per the instructions for use not to use these directly on the lines. They are going to extend the intra-aortic balloon (iab) dressing to protect them moving forward. She was not able to obtain direct patient information regarding the events.